Event description:
Underdelivery reported. The pump was set to infuse a tpn solution of 1800-1925ml over 12 hours. It reportedly stopped infusing after 4 hours and the pt received just one-third of the prescribed volume. The remaining volume was discarded and the pump was switched out. The pt did not experience any adverse effects.